Manufacturer narrative:
The associated quick connect reamers were returned and evaluated. A visual inspection of the photo attached to the complaint confirms some debris found inside the devices. These devices were manufactured in 2017. The part passed cleanability testing in 2011 and should therefore be able to be cleaned per the validated cleaning process outlined in instructions for care, maintenance, cleaning and sterilization of smith and nephew orthopaedics devices. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that even after multiple cleaning by the spd staff still contain bio-burden. The instruments appear to be clean, but after working the spring mechanism up and down, it reveals debris. A delay greater than 30 min was reported. No backup device was available.